Event description:
Procedure performed: anterior mediastinal biopsy: thoracic surgery. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). The trocars were inserted and the balloon inflated as usual. No specific action identified as the possible cause to the incident. It was used 2 cff33 (videoscope and instrument) and 1 cff03 (instrument) for this procedure. During the procedure the surgeon realized there was a plastic piece inside the patient. After an inspection, they concluded it was a plastic fragment from the tip of a cff33. It was removed and they continued with the surgery. At the end of the surgery, they realized both cff33 were cracked longitudinally, not only the broken one. Cff03 was ok. According to the surgeon, the patient was very obese and had a lot of muscular contractions during the procedure. They used the trocars until the end of the surgery. No additional intervention was required. Additional information received from an applied medical representative via email on 21feb2025: the trocar was inserted with rotation as they usually do with no difficulty during insertion. The break did not cause particulation only in one piece and the piece was retrieved from the patient as soon as they realized it was broken. It was not used with a robot. They can't identify the time of the incident. They didn't notice any different until they saw the broken piece. Additional information received from an applied medical representative via email on 30apr2025: there are no images for these two linked complaints and he has talked again tot eh main doctor and after analysing the recorded video she said it;s not visible or perceptible in the video the time the event occurred. Intervention: they used the trocar until the end of the surgery. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: anterior mediastinal biopsy - thoracic surgery. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). The trocars were inserted and the balloon inflated as usual. No specific action identified as the possible cause to the incident. It was used 2 cff33 (videoscope and instrument) and 1 cff03 (instrument) for this procedure. During the procedure the surgeon realized there was a plastic piece inside the patient. After an inspection, they concluded it was a plastic fragment from the tip of a cff33. It was removed and they continued with the surgery. At the end of the surgery, they realized both cff33 were cracked longitudinally, not only the broken one. Cff03 was ok. According to the surgeon, the patient was very obese and had a lot of muscular contractions during the procedure. They used the trocars until the end of the surgery. No additional intervention was required. Additional information received from an applied medical representative via email on 21feb2025: the trocar was inserted with rotation as they usually do with no difficulty during insertion. The break did not cause particulation only in one piece and the piece was retrieved from the patient as soon as they realized it was broken. It was not used with a robot. They can't identify the time of the incident. They didn't notice any different until they saw the broken piece. Intervention: they used the trocar until the end of the surgery. Patient status: no patient injury or illness was reported.